Manufacturer narrative:
Device evaluated by MFR: a visual examination identified no kinks or damage along the shaft. An examination of the hub manifold identified no issues. The connection leur threads were examined and no anomalies were noted. The hub was connected to an encore inflation unit with no issues noted. During an attempt to inflate the balloon a pinhole leak was identified in the proximal transition zone in the balloon. As a result of the pinhole leak it was not possible for the balloon to maintain pressure. No leaks were identified between the connection of the encore and the hub of the balloon catheter. A pinhole leak was confirmed in the proximal transition zone in the balloon. A microscopic examination of balloon material at the leak site identified no issues with the balloon material which could potentially have contributed to the pinhole leak. An examination of the markerbands identified no issues.

Event description:
Reportable based on device analysis completed on 28-jan-2019. It was reported that device incompatibility occurred. The target lesion was located in the subclavian artery. A 12.0 x 40, 75cm mustang balloon catheter was selected for use; however, it was noted that the inflation device could not lock on the hub thread. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a pinhole leak.